Manufacturer narrative:
This report is a replacement to the original submission under MFR report #2243072-2026-00324 on 19may2026 in order to file against the correct site registration number. E.1. Initial reporter facility name: (B)(6). D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd did not receive any samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint therefore, a review of the device history record could not be conducted. This complaint has not been confirmed for the indicated failure mode: missing label . If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, one (1) tube was missing a label. No adverse impact was reported regarding the patient or user.